Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the presentation did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The product investigation could not identify a root cause for the reported complaint. This complaint was opened from a presentation. Not enough information was provided for further investigation. The instructions for use instructs: the safety and effectiveness of this iol have not been studied in patients with certain pre-existing conditions and/or intraoperative conditions as these patients were excluded from the clinical studies. Patients with pre-existing conditions may not achieve the visual acuity of patients without such conditions. As with the implantation of any iol, careful preoperative evaluation and sound clinical judgment should be used by the surgeon to decide the benefit/risk ratio before implanting a lens in a patient with one or more of these conditions. The manufacturer internal reference number is: (B)(4). The manufacturer internal reference number is: 2022-12038

Event description:
A physician reported following the intraocular lens implantation lens was well centered. The patient had experienced poor vision in all areas, scattered lights which were very annoying, so the patient was dissatisfied. An early yttrium aluminium garnet (yag- capsulotomy) was also performed and the patent was additionally treated with steroids, nsaids and vitamins. Additional information has been requested.